Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not perform the ECG analysis function of their device during a patient event. In this state defibrillation therapy may not be available to a patient if needed. The customer advised that the defibrillation electrodes were placed onto the patient, however when the analyze soft key was pressed the device did not begin the ECG analysis process. A backup device was on the scene and was used within 60 seconds. The same defibrillation electrodes that were already attached to the patient was connected to the backup device and functioned properly. When the analyze soft key of the backup device was pressed, the analysis resulted in ¿no shock advised¿. The patient a (B)(6) year old male did not survive. The customer, a health care professional advised that the device use did not contribute to the patient outcome because the patient was already deceased upon their arrival and his ECG was in asystole. The patient had hung himself.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After an unrelated technical service update was completed, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not perform the ECG analysis function of their device during a patient event. In this state defibrillation therapy may not be available to a patient if needed. The customer advised that the defibrillation electrodes were placed onto the patient, however when the analyze soft key was pressed the device did not begin the ECG analysis process. A backup device was on the scene and was used within 60 seconds. The same defibrillation electrodes that were already attached to the patient was connected to the backup device and functioned properly. When the analyze soft key of the backup device was pressed, the analysis resulted in ¿no shock advised¿. The patient a (B)(6) male did not survive. The customer, a health care professional advised that the device use did not contribute to the patient outcome because the patient was already deceased upon their arrival and his ECG was in asystole. The patient had hung himself.